Event description:
The customer reported that on (B)(6) 2011 erroneous glucose (glu) results were produced on a synchron lx20 clinical chemistry system for multiple patient samples. The initial erroneous results were released from the laboratory however there have been no reports of deaths, serious injuries or changes in patient treatment associated with this event. Repeat glu results generated on another instrument were different than initial results. Repeat results were regarded as valid. The customer provided data involving twelve patient samples where repeat glu results were lower than the initial glu result. In two instances the results met the precision claims of the assay. Instrument glu quality control results during the timeframe of the event were within customer established specification, however after the event, glu qc results were outside of lower specification. No patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
The device was evaluated via beckman coulter inc. (Bci) hotline troubleshooting. Bci directed the customer to replace the sample probe to resolve the issue. The device was returned into service after the repair.